Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the subject device and the reported incident. A visual inspection was performed and no deficiencies were observed. Analysis of a customer provided image confirms there is a black spot in the image. A functional evaluation revealed that the device did not switch to live video, the color bars were displayed. The complaint was confirmed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include debris caught in the camera head that inadvertently moved into the image path during transportation or shipping and handling of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head is broken: it appears to cause a black spot on the image. Since this allegation was found upon inspection at the facility, right after setting, no patient was involved. Results of investigation have concluded that the camera head did not switch to live video and this is a reportable event